Event description:
User alleges that blood was observed in the reservoir of the h-1200 during a procedure.

Manufacturer narrative:
Evaluation other: this disposable was evaluated by our current manufacturer and they confirmed that the set leaked from the heat exchanger. The heat exchanger was connected to an airline at 10 psi. The product was submerged under water for 5 seconds and no leakage was found at this time. A second test was perfomed by disassmbling the heat exchanger, exposing the aluminum tube. Leak gel was applied on the surgace of the extrusion wall then connected to an airline pressurized at 10 psi and submerged under water for 15 seconds. Visual inspection was performed and two air leaks were observed on the tube through two small holes in the extrusion wall, each approximately 5mm in diameter. Conclusion: the root cause for the holes could not be determined. It is likely the holes in the heat exchanger were received from the supplier, in addition the operator did not detect the non-conforming product during the 100% leak test. As a result of this complaint: a supplere corrective action was issued to the supplier to evaluate their processes. In addition, the production manager and supervisor retrained all personnel involved, on may 29, 2006.